Event description:
It was reported that the cartridge was not fully snapped into the pump since (B)(6) 2025, but the customer called only after returning from a trip. There was no adverse impact on the customer¿s blood glucose level. The customer, instructed by technical support, inspected and cleaned the pump's pneumatic tap area and successfully completed the loading process, but chose not to insert a new infusion set and resume insulin during the call.